Event description:
It was reported following a left leg popliteal and tibial angioplasty, an angio-seal was deployed in the left common femoral arteriotomy (cfa). It was reported the device was deployed according to the instructions for use (IFU). Manual compression was applied for 5 minutes due to a slight ooze and hematoma. The patient developed an ischemic ankle and foot. A doppler ultrasound revealed a patent cfa, but occlusion at the superficial femoral artery (sfa). The patient underwent surgical intervention. The surgical report revealed a vertical left groin incision was made and the common, superficial and deep femoral arteries were exposed. The closure device was not seen in the arterial wall. Five thousand units of heparin were given. An endarterectomy was performed to remove calcium plaque and embolectomy catheters were passed down to the ankle. The angio-seal device was removed via the embolectomy catheter from the level of the popliteal artery. Good back flow was achieved and the site was irrigated and then sutured closed. The patient reportedly recovered with no complications.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The anigo-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.